Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the received drill was found to be bent from the middle and broken at the starting of the cutting edges. The breakage surface overall resembles a typical brittle fracture surface with some deformation along the edges. Nature of the breakage and deformation of the drill indicates towards application of great amount of bending load during drilling. As per the dimensional inspection and a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of the drill most likely happened due to a bending overload during the surgery. If any additional information is provided, the investigation will be reassessed.

Event description:
The following was reported via medwatch 0300360000-2021-8012: patient was having an open reduction with internal fixation of the pelvis. 6-hole 3.5 mm reconstruction plate was applied along the inner pelvic brim with screws placed proximally in an anti-glide compressive fashion, and the lag screws through the anterior column into the posterior column, stable fixation obtained. During this process a stryker trauma sa scaled 2.5 drill bit broke off. The broken piece was left in the bone. Instruments are brought in a tray by the stryker field representative, so health care providers don't have the original packaging. The original intended procedure was an open reduction with internal fixation (orif) of pelvis.

Manufacturer narrative:
Upon completion of the investigation any additional information will be communicated in a supplemental report.

Event description:
The following was reported via medwatch (B)(4): patient was having an open reduction with internal fixation of the pelvis. 6-hole 3.5 mm reconstruction plate was applied along the inner pelvic brim with screws placed proximally in an anti-glide compressive fashion, and the lag screws through the anterior column into the posterior column, stable fixation obtained. During this process a stryker trauma sa scaled 2.5 drill bit broke off. The broken piece was left in the bone. Instruments are brought in a tray by the stryker field representative, so health care providers don't have the original packaging. The original intended procedure was an open reduction with internal fixation (orif) of pelvis.